Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dismantling occurred (B)(6) 2020. 36 glenosphere and 36/+6 humeral cup were removed and after a thorough cleaning replaced by other 36 glenosphere and 36/+6 humeral cup. The reason of the dismantling remain unknown (the product has not been returned for analysis, the DHR is compliant, no other event on this batch and no further information available).